Event description:
It was reported that a folfusor would not flow. This occurred during patient infusion with a morphine solution. There was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.